Event description:
Brief inquiry description: og2 spike port adaptor leak. Detailed inquiry description: og2 spa leaking and/or falling out, took place at patient infusion chair. Spike port adaptor fell out of bag as chemo was running, causing chemo to spill. It is unknown if the patient was harmed. Nurse "shoved" a secondary line into bag to stop the spill. Patient injury or death- no, was medical intervention necessary- no. Was therapy incomplete, incorrect or interrupted- yes.